Event description:
It was reported that avantage 3p shell and the pegs have come loose. A revision surgery is planned. No additional patient consequences were reported. The patient bmi was 26.

Manufacturer narrative:
(B)(4). D11 - concomitant medical products and therapy dates: avantage tap cortical screw - ref p0606050 - batch 0001063275 (quantity 1). Avantage titanium shell peg - ref p0461070 - batch 0001107740 (quantity 2). Avantage e1 insert - ref p0561e50 - batch 0001128762 (quantity 1). Femoral head delta ceramic short neck 28 mm - ref 192.28.70c - batch 080274 (quantity 1) (competitor product). The device was not returned to the manufacturer. Therefore it could not be analyzed. However, x-rays and surgical notes were received and analyzed by our recherche & development department. The analysis shows that the pegs are loosen from the cup in addition to a breakage in the screw. The reported event can be confirmed. The review of the device manufacturing quality record indicates that 12 products avantage acetabular 3p shell 50mm, reference p0461050, lot number 0001100134 were manufactured on 22 march 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificates demonstrate that the raw material was complying to specifications. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for avantage acetabular 3p shell 50mm, reference p0461050, lot 0001100134 on the reported event within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. According to available data, the exact root cause is a use error (inappropriate combination of product) as the implanted femoral head delta ceramic short neck 28 mm (competitor device) and avantage acetabular 3p shell 50 mm are not compatible. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being monitored due to loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products and therapy dates. Avantage tap cortical screw - ref p0606050 - batch 0001063275 (quantity 1). Avantage titanium shell peg - ref p0461070 - batch 0001107740 (quantity 2). Avantage e1 insert - ref p0561e50 - batch 0001128762 (quantity 1). Femoral head delta ceramic short neck 28 mm - ref 192.28.70c - batch 080274 (quantity 1). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a loosening occured between the shell and the pegs.